Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 3 way valve leaks at the connection of the infusion.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that the 3 way valve leaks at the connection of the infusion. One stopcock was returned. Visual examination of the returned sample found cracks in one of the female luers and the clear piece of the housing. However, a review of the bill of material for reported product # cv-12703 revealed that a stopcock is not included in this kit. Additionally, the appearance of the stopcock is different from typical arrow/teleflex stopcocks. Since the stopcock is not provided in the reported kit and does not appear to be an arrow component, the probable cause of this issue could not be determined. No further action will be taken.